Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: in regards to the damage on the channel resulting in the forceps not being inserted smoothly, a stress problem was identified. In regards to the channel mount having foreign objects, a dust or dirt problem identified. However, the cause is not established regarding both findings. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound bronchofibervideoscope exhibited the forceps could not be inserted smoothly, due damage on the channel tube and the channel mount unit has foreign objects. There was no patient involvement.